Event description:
Device issue: balloon rupture. Time of device issue: during procedure. Adverse event: none. It was reported that during the procedure for treatment of in-stent restenosis of an unspecified stent in the heavily calcified left anterior descending artery, the voyager nc balloon ruptured 18 atms during the third inflation. There was no reported adverse pt effect. Though requested, add'l info was not provided.

Manufacturer narrative:
(B)(4). Eval summary: balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during mfg, materials, handling, lesion calcification and tortuosity, an interaction with a previously implanted stent, insufficient preparation prior to use or from interactions with other devices. In this case, since the catheter was initially pressurized twice without incident and there were no leaks noted during preparation for use, this may indicate that the balloon was not damaged prior to the procedure. Additionally, the lesion was reported as mildly tortuous, heavily calcified and 90% stenosed, which likely contributed to the reported difficulty. If the balloon experiences mechanical damage at some point during the procedure, this can cause the material to weaken and rupture during an attempt to inflate the catheter. The balloon material may have been damaged (scratched) during interactions with other devices, the stent implant and/or the tortuous and calcified lesion such that upon a third inflation attempt, the balloon ruptured. Ultimately, return of the voyager nc may have aided the eval in determining a cause for the experienced rupture. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met mfg criteria. In this instance, based on the info received with this complaint, the reported balloon rupture appears to be related to circumstances of the procedure and not a product quality deficiency. All dilatation catheters are 100% visually inspected and leak tested during the mfg process. Additionally, a sampling of units is destructively tested to verify rated burst pressure and balloon integrity.